Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: wallace, a. Et al (2021), comparative safety of the tfn-advanced proximal femoral nailing system: findings from a u.s. Health-care database, the journal of bone & joint surgery, vol. 00-a (00), pages 1-9 (USA). The aim of this retrospective study is to evaluate the comparative risk of breakage of the tfna nail. Between february 1, 2014 to september 30, 2019, a total of 14,370 patients (4,478 were male; mean age = 77.73 ± 12.11 years) received tfn-advanced (tfna) proximal femoral nailing system (depuy synthes), and a total of 8,260 patients received a non-tfna or competitor device. The mean follow-up period was unknown. The following complications were reported: 27 patients had nail breakages (defined as a new hospitalization following the index episode of care in which both a diagnosis code of breakdown of the internal device and a procedure code for femoral fracture repair or device removal from the femur were present) at a mean time of 4.72 months. This report is for an unknown synthes tfna nails. A copy of the literature article is being submitted with this medwatch. This report is for (1) unk - nails: tfna. This report is 1 of 1 for (B)(4).